Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during pre-dilatation in a procedure of the moderately calcified superficial femoral artery (sfa) the armada 35 balloon ruptured below rated burst pressure (rbp). There was no reported resistance during advancing or during removal of the device. The device was removed and a different device used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.